Manufacturer narrative:
Inspected three sealed and one opened and used reservoir. Performed leak test and reservoirs passed per specifications. No leakage anomaly observed during the analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose. When the customer changed the reservoir she noticed it was full of air bubbles, wet, and smelled insulin. The caller stated that insulin leaked from the snap cap into the reservoir compartment. The blood glucose reading was 219 mg/dl. No further information was provided.